Event description:
It was reported that during surgery, the anspach console would not work. Two different drills were tried and noticed there were no lights illuminating. The ¿0¿ that is typically seen on the front panel did not appear. Everything was dark. All connections were secure and the back panel was also removed to make sure the back power button was on and power chord plugged in. There was a 10 minutes delay for equipment swap and troubleshooting before deciding to change to manual instruments. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio anspach emax 2 plus console (us), product 200419 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation and field service report. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may have been associated with mechanical component failure/communication failure. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this complaint from the united states reports the device would not work which resulted in an approximate surgical delay of 10 minutes for ¿equipment swap and troubleshooting¿. Reportedly, the event occurred external to the patient and there was no alleged patient injury/harm. Per correspondence, the ¿surgeon was pleased with the end result of the case¿ after converting to manual instrumentation. It was communicated that op notes and images were not available. Patient impact beyond the approximate 10-minute surgical delay and the modified surgical procedure would not be anticipated as the case was reportedly completed with manual instrumentation without patient harm. No further medical assessment is warranted at this time. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.